Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
The recipient's caregiver found that the battery was wet; nevertheless it was put inside the battery frame. Neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's caregiver found that the battery was wet; nevertheless it was put inside the battery frame. Neither patient contact to battery chemistry nor any injuries were reported.